Event description:
On 11/22/94 distributor learned from the hosp that the ventilator was not providing enough pressure while on a pt. The pt was "bagged" and put on another ventilator, and that the pt was not affected by the incident. On 12/2/94 distributor was informed by the hosp that the pt is doing fine.